Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI reference number (B)(4). The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the device was not provided. A device history records (DHR) review was performed and did not reveal any manufacturing non-conformities that would have contributed to the events. Per the instructions for use (IFU), valve malposition, central regurgitation, conduction system defects (heart block) and cardiovascular injuries requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and ¿impingement¿ of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). In this case, per report, the valve was placed in a too ventricular position due patient factors (large annular calcium load). The cause for the significant intravalvular regurgitation, rv fistula, mr and complete heart block are unknown, however, may be due to the patient¿s pre-existing co-morbidities or the mechanisms described above. The patient expired and the cause of death was noted to be cardiac in nature. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the patient's wife to the implant patient registry, the patient expired 36 days post implant of a 26mm sapien 3 ultra valve in the aortic position. Additional information provided by the hospital medical records indicated that post procedure, the valve was noted to have, "significant intravalvular regurgitation and mild pvl" on the same day, due to worsening hemodynamics, (the patient required vasopressor support) the valve was felt to have been placed too ventricular due to large annular calcium load. An aorto-rv fistula was also observed. A non-edwards stent valve was emergently placed via right femoral cutdown with resolution of aortic insufficiency, although posterior paravalvular leak (pvl) remained and was later classified as moderate due to annular calcium. On pod1, an echo performed showed a non-edwards 26mm valve within the 26mm edwards sapien 3 valve, moderate posterior pvl, a small aorto-rv fistula, significant anterior mitral annular calcification with extension to the anterior mitral leaflet and moderate mitral regurgitation (worsening from pre-tavr). On pod 3, a permanent pacemaker (ppm) was placed for complete heart block (chb). The patient was also noted to be thrombocytopenic for which a unit of platelets were transfused. During the viv, a jp drain was placed in the right groin, which was cut down for emergent access. The jp drain was left in place on discharge. Aki as well as mixed metabolic/toxic encephalopathy had resolved by discharge and patient was stable to return home with home health on pod7. On pod34, tte showed a fistula noted from the lvot/aortic root to the right ventricle. A 26 mm tavr was present with moderate prosthetic paravalvular aortic regurgitation, moderate mitral regurgitation, (when compared to previous study performed -mild mitral regurgitation). Multiple discussions were had over the weeks regarding options for treatment of the aorto-rv fistula. The recommendation by the physician was initially to allow maturation before attempting percutaneous repair. The heart failure team was consulted and due to the anatomical situation reported no benefit for mechanical support. Cardiac surgery also determined he was too frail for open intervention. Pod35 he developed sustained vt which responded to vagal maneuvers and he was transferred to ICU for further support. Comfort care was ultimately recommended due to the complexity of the aorto-rv anatomy as well as uncertain nature of whether it would be fixable. On pod36 the patient expired, and the cause of death was noted to be heart failure due to severe aortic stenosis.